Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester is unsure of exact times between comparisons. However, they stated it was between 3-24 hrs. Therapeutic range: 2-3. Coumadin dose was increased to 10mg on (B)(6) after low result. Coumadin dose was withheld on (B)(6) and dose was decreased to 7.5mg the next day. The following techniques were reported: finger was milked, meter not in correct mode when finger stick was performed, sample was not applied immediately after finger stick, the first drop of blood was not used and multiple drops of blood were added to the sample well.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.